Manufacturer narrative:
Results; the complaint cannot be confirmed through product testing alone. As received, the returned lead was in good condition. Microscopic inspection did not reveal any anomalies which would have contributed to the complaint. Per the event details, the returned lead could not be implanted due to scar tissue. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during a procedure to replace a migrated lead, (reference MFR. Report 1627487-2013-03121) the physician was unable to place the new lead due to scar tissue. Surgical intervention may take place at a later date to address the issue.